Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a segura hemisphere stone retrieval basket was used in an unknown procedure performed on (B)(6) 2010 (patient ID, age, and weight are unknown). According to the complainant, the basket would not open and close. It is unknown if a stone was in the device when the malfunction occurred. The procedure was successfully completed with another segura hemisphere stone retrieval basket. There were no patient complications reported as a result of this event. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a segura hemisphere stone retrieval basket was used in an unknown procedure performed on (B)(6) 2010 (patient ID, age, and weight are unknown). According to the complainant, the basket would not open and close. It is unknown if a stone was in the device when the malfunction occurred. The procedure was successfully completed with another segura hemisphere stone retrieval basket. There were no patient complications reported as a result of this event. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A functional evaluation was performed, and it was observed that when the handle was actuated, the basket would not move. The handle cannula was detached from the pinch vise. The forces encountered while unpacking the device, while handling prior to use, or during use in the procedure most likely caused the handle cannula to be pulled out of the pinch vise.